Event description:
It was reported that one one-link needle-free IV connector was observed with blood clotting at the injection site. This event was noted during patient infusion. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.